Event description:
Patient received multiple inappropriate shocks. Device went eos december 25, 2021, possibly related to over 50 shocks. Battery longevity prior to shocks was 60 percent. Should additional information become available, this file will be updated.